Manufacturer narrative:
Upon further review it was determined that the reported event was not repeated by fse. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp), safety disk has been used for more that 2 years, there is no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e.1.: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.